Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. The charger enclosure was replaced. The system was tested and it was concluded that the system then performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that during an imaging system training course, the power enclosure sparked. Now one of the charges was out. No patient was present.